Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v578924, implanted: (B)(6) 2011, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3888-45, lot # v597860, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # v594597, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot # v597860, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported a confirmed overdischarge and they were attempting a physician mode re charge (pmr) on the day of the report. It was unknown what led to the event. The patient was not specific as to why she let the device overdischarge. No diagnostics or troubleshooting was performed; however they were currently doing a pmr. The patient recharged for approximately an hour and they were able to clear the power on reset (por). While reprogramming, impedance check showed contacts 11 and 3 were out of range (oor) at >10000. The rep was able to program around those. The patient was receiving effective therapy. No surgical intervention occurred and none was planned. The patient's relevant medical history includes low back and leg pain, and peripheral neuropathy.